Manufacturer narrative:
Pending completion of device analysis and review of device history record. The reported partial bolus may have been related to the aspirated volume calculation. The report stated the volume was between .2 and .3 ml, and the total volume necessary to clear the pump stem and catheter was approximately .252 ml. When the dye was pushed through the cap, the patient may have received a bolus of medicine in a short period of time, leading to the symptoms. Internal complaint number: (B)(4).

Event description:
Clinical specialist (cs) contacted technical solutions to report a pump replacement due to underinfusion volume discrepancies. At the first underinfusion volume discrepancy, the expected volume was 4.4ml and the actual aspirated volume was 9.3ml. Months later, another underinfusion volume discrepancy was observed with the expected volume was 3.3ml and the actual aspirated volume was 8.9ml. The patient stated that their spasticity had worsened. A dye study was performed, the physician was met with some resistance while aspirating and pushing the dye. The notes report that during the dye study the patient "suffered an obvious partial bolus of concentrated baclofen/bupivacaine, which was successfully treated with supportive care".

Manufacturer narrative:
Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any nonconformances, issues or capas associated with pump function. Additional physical investigation was performed on the device, but the alleged issue could not be confirmed. Visual inspection of the pump did not find any anomalies with the exterior of the pump. Functional analysis of the pump confirmed the pump successfully primed and flowed within design specification. No issue found with this pump. Internal complaint number: (B)(4).